Event description:
Consumer reported after using heat therapy patch for about five hours, skin peeled off in (6) individual spots. Consumer did not seek medical attention, however, used ointment to treat injury and patch has left permanent scaring. Issue happened 5-6 weeks ago.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.